Event description:
During compounding it was noticed that there was condensation inside of the sterile 60 ml syringe. This was noticed before compounding occurred. Syringe was thrown away, and another obtained; the same type of condensation was noticed in the second syringe as well. At this point, all syringes with the same lot were pulled and quarantined. Further investigation showed a white mold looking substance growing in one of the syringes.